Event description:
During a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion (location unk) was predilated with a 2.5 x 20 balloon (type unk). The physician the placed the liberte' bare mr 3.5 x 24 mm stent at the lesion and successfully deployed the stent at 16 atms for 30 secs. The physician then tried for 2 mins to delfate the balloon. The physician then withdrew the contrast from the delivery device and attempted to infuse the balloon with saline and then deflate for about 5 mins. The physician then withdrew the balloon from the coronary artery and was able to puncture the balloon at the 6 fr introducer sheath. There were pt complications or injuries reported. Add'l info has been requested.

Event description:
Correction: there were no pt complications or injuries reported.